Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having blood glucose of 40 mg/dl. Customer disconnected for a shower, reconnected, took glucose tablets, ate and administered a bolus and blood glucose continued to elevate to 596 mg/dl. Customer was not able to treat with insulin pen due to not being at home. Customer was not sure if high blood glucose was due to no connecting properly at quick release. Customer declined troubleshooting and states that blood glucose lowered to 56 mg/dl.